Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to 29 mg/dl. Symptoms included weakness, feeling unwell and the inability to speak properly. For treatment, the patient was given IV (intravenous) dextrose. The patient was discharged after 1 day. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.